Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and infection ('infection with IV antibiotics and hospitalization') in a female patient who had essure (batch no. 50670534, 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatitis c virus test positive, bipolar affective disorder, polysubstance dependence, vitamin d deficiency, human immunodeficiency virus test positive, hypertension, chronic pain, apnea syndrome, asthma, gastroesophageal reflux disease, seizure and pelvic pain. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection (seriousness criterion hospitalization) and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, infection and urinary tract infection outcome was unknown. The reporter considered infection, medical device removal and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in implant information: (B)(6) 2011. Discrepancy noted in removal information: (B)(6) 2020. Procedure: after placement there were 7 coils protruding from the ostia on the left and 5 coils protruding on the right. Follow-up 3 and 4 were processed together. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: benign cellular changes. Predominance of coccobacilli consistent with shift in vaginal flora. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter information added. Other relevant history and lab data updated. Lot number newly added. Follow-up 3 and 4 were processed together. On (B)(6) 2020: pif received. Reporter information added. Events: infection with IV antibiotics and hospitalization, uti were newly added. Follow-up 3 and 4 were processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.